Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead had oversensing, noise, high impedance, and the threshold started to increase over time. The lead had been repaired previously due to insulation issues, and was still functional in unipolar. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.